Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "570:320:844:0000". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The conclusion code "80" should be "43". The root cause of this condition was assigned to depleted main batteries, however user error was not identified.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague pump with a malfunction of "570:320:844:0000 error code" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries due to use/user error. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.